Event description:
A customer contacted baxter (B)(4) regarding a transfer set lines not lasting the time they are suppose to (recommended 6 months replacement). They are becoming loose at the twist clamp or actually breaking. There was patient involvement. There were no reports of patient injury, medical intervention, or adverse event.

Manufacturer narrative:
(B)(4). The reported condition of "damaged" was not confirmed and the cause was not identified because there was no sample returned to baxter.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.